Event description:
It was reported that the insulin pump's screen went black for about 20 minutes. The screen began to work when the customer removed and reinserted the battery. Advised to stabilize at room temperature. The blood glucose was 127 mg/dl. It was also stated that the insulin pump was experiencing an unresponsive keypad. No significant events leading to the issues. Advised to discontinue use of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.